Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced a less than 1 cm midline exposure of the mesh. The patient was prescribed local estrogens to promote healing. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent a sling procedure on (B)(6) 2014 to treat mixed urinary incontinence and overactive bladder. At an unspecified time post procedure, the patient¿s partner felt a hard structure during sex. The patient experienced a midline exposure of the mesh less than 1 cm detected by the reporting physician on (B)(6) 2014. The patient was prescribed local estrogens to promote healing and was reexamined on (B)(6) 2014. Upon follow up, the exposure was found to be smaller at only 3-4 mm. At that time, the patient voided 450mls on uroflowmetry and had no post-void residuals. The surgeon opined that her stress leaks are cured.